Event description:
It was reported that during a starr procedure, the surgeon used the device for the first firing of procedure, which worked. He then used a second device to do the next firing, which worked. He then went to do the 3rd (and final) firing with another device but when he fired the gun, it just made a click sound and no crunch sound was heard. When the pt's rectum started to bleed heavily, he then realized that the device had not fired. The surgeon could not get the device out of the rectum and ended up cutting it out. The heavy bleeding was stopped by putting 25 sutures, and the pt was sent to the recovery room on anticoagulants. Pt lost 400ml of blood.

Manufacturer narrative:
Date sent: 09/16/2009. Info anticipated, but unavailable at this time.